Event description:
While ultrasound probe was being used in sterile field, there was a hole noticed in sterile ultrasound drape. Probe cover was discarded, vancomycin powder added to one liter of irrigation.